Manufacturer narrative:
Acmi field rep have visited (B)(6) medical center to gain a better understanding of this problem on two occasions (B)(6). Acmi's instruments are being used with a third party electrode which is against acmi's recommendations. Acmi electrodes have been specifically designed to meet the exact specs and tolerances of acmi resection equipment. To the best of our knowledge, there have been no engineering tests to validate the safe use of non-acmi electrodes with our resectoscopes. Without such tests, there can be no assurance that electrodes other than acmi's are compatible with acmi resectoscopes. At this time the instruments have not been returned to acmi for evaluation. A final report will be submitted once the investigation concludes. Ref: (B)(4).

Event description:
Upon completion of a hysterectomy, a burn mark was noted on the left inner thigh and vaginal wall. The burn was cylinder in shape approx 2-2 inches long. Note: scope used with c. R. Bard/davol, gyne-pro cutting loop electrode. U/f ref: (B)(4).